Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5162611. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The 60-8005-001, system 5000 electrosurgical unit was being used on (B)(6)2024 and the ¿bovie machine/handpiece malfunctioned during cardiovascular surgery, specifically during the left internal mammary artery harvest at the chest.¿. This was reported as a product problem and an adverse event. The event type was reported as ¿injury¿; however, no further clarification regarding the injury was provided. The reporter was anonymous so no further information can be obtained regarding the event. This report is being raised due to the reported injury.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: this equipment, in conjunction with connected accessories, is intended to produce high-frequency electrical energy for the controlled destruction of tissue. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5162611. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The 60-8005-001, system 5000 electrosurgical unit was being used on (B)(6)2024 and the ¿bovie machine/handpiece malfunctioned during cardiovascular surgery, specifically during the left internal mammary artery harvest at the chest.¿. This was reported as a product problem and an adverse event. The event type was reported as ¿injury¿; however, no further clarification regarding the injury was provided. The reporter was anonymous so no further information can be obtained regarding the event. This report is being raised due to the reported injury.